Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited no pacing or sensing and high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was damaged during explant and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.